Manufacturer narrative:
Initial.

Event description:
It was reported that the user and caregiver consulted their clinician about performing a factory reset after missed meal announcements led the ilet to adapt to under-announcement, and subsequent meal announcements resulted in increased insulin delivery with episodes of falling glucose, including a reported decrease from 166 mg/dl to 84 mg/dl after a usual breakfast. Symptoms included hypoglycemia characterized by a rapid fall in blood glucose. Outcomes included user education, troubleshooting, and device reconfiguration without hospitalization. Investigation included review of device use history, assessment of meal announcement practices, and guided setup of a new supplies and continuous glucose monitor (cgm) set up. Investigation of this case revealed use-related error from missed meal announcements contributing to inappropriate insulin dosing behavior by the adaptive algorithm, with no evidence of infusion set or cgm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and training-related factors affecting meal announcement consistency.